Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had a heart attack months ago and was told that the patient damaged something so the device was reprogrammed so the battery would have a year left. Boston scientific technical services (ts) indicated that output was increased as the heart was damaged during the heart attack and the device should be replaced. An attempt to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that the device was explanted. No additional adverse patient effects were reported.